Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a white substance but otherwise could not be identified. The root cause of the issue could not be determined, as there was no deformation observed that might contribute to the retention of foreign material and no additional event information was reported or is available the event can be detected/prevented by following the instructions for use sections below: ¿evis exera olympus sif type q180 operation manual chapter 3 preparation and inspection¿. ¿evis exera olympus sif type q180 reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle was clogged by a white-colored material. This finding was likely due to an accumulation of foreign material during reprocessing of the scope. Upon further inspection, it was observed that the glue of the bending section cover was separated. It was also observed that the light guide rod lens is chipped. It was observed that the glue of the lens was white clouded. It was also observed that the connecting tube had a wrinkle at 10mm from the glue of the bending section cover. It was observed that the charge-coupled device cover lens was slightly chipped. Lastly, it was observed that the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii small intestinal videoscope had a pressure issue in the air/water channel. The reported issue was discovered during automated endoscope reprocessor (aer) treatment. There was no patient/user harm or injury reported due to the event.